Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type.

Event description:
It was reported that the patient's blood glucose levels were 7.8 mmol/l (140.4 mg/dl). It was noted that the pink slide moved forward but the cannula was not fully visible. The pod was worn less than an hour and no adverse patient impact was reported.